Event description:
A malfunction alarm indicated by code malf 9 was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The customer was able to continue using the pump and was advised to contact technical support if the issue recurred, which the customer acknowledged and understood.